Event description:
It was reported that the pump touch screen was "less sensitive". There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. No additional information was provided.